Manufacturer narrative:
The device involved in the event has not been returned; therefore, the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic implant coil had problem with detachment. The physician attempted to detach the coil with the instant detacher (ID) 2 times, but without success. They did not try with another ID. They attempted to detach with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) three times. The coil finally detached after pulling hard on the pushwire. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 5mm x 3mm located in the right a-comm. The blood flow was normal and the vasculature was moderate in tortuosity.

Manufacturer narrative:
The axium prime pushwire returned for analysis without implant coil as it was implanted in the patient. In addition, instant detacher was returned for analysis. As received, the pushwire appeared to be separated at the proximal portion; along with the actuator interface (ai), coupler tube, positive load indicator and break indicator were missing and not returned. In addition, the pushwire also found to be separated at the distal portion; along with the coin, lumen stop, retainer ring and shield coil were missing and not returned. The release wire appeared be extending out from the distal and proximal ends of the pushwire. Kinks and bends found along the length of the pusher. No other anomalies were observed. Based on the device returned analysis performed and reported information, the axium prime coil was not confirmed to have non-detached. The root cause could not be determined as the pushwire was returned with the implant coil already detached. In addition, the distal and proximal portions of the pusher were also found to be separated. Since the ai, coupler tube, positive load indicator, break indicator, coin, lumen stop, retainer ring and implant coil were not returned; any contribution of the ai, coupler tube, positive load indicator, break indicator, coin, lumen stop, retainer ring and implant coil to the "non-detachment" issue could not be determined. It was reported that after pulling hard on the pushwire the implant coil detached. It is likely that once the release wire pulled back the implant coil eventually detached. The pushwire was bent and kinked along its length, indicative of high tortuosity; however, the cause for the damages to the pushwire could not be determined. Per the instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.